Event description:
It was reported by affiliate during a retrosigmoidectomy abdominal videolaparoscopic procedure. There was partial stapling and the device did not cut. Another same like device was used to complete the surgery.

Manufacturer narrative:
Information anticipated, but unavailable at this time.